Event description:
During an atrial fibrillation ablation procedure, x ray revealed the tip of the ice catheter appeared bent during advancement of the catheter to the right atrium. The catheter was removed from the patient and the tip was confirmed to be broken, but mostly intact. Another ice catheter was used to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.